Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the first ar-1370c biocomposite interference screw broke off at the seventh thread prior to receipt for investigation, and the second screw broke at the fifth thread. The remaining distal ends of the screws were found to be twisted, which is consistent with breakage during insertion. Complainant's event is most likely caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Per product directions for use (dfu-0111), it is important to completely seat the screwdriver to prevent potential screw fracture during insertion.

Event description:
It was reported that during an acl procedure, the surgeon was attempting to insert a bio-composite interference screw, ar-1370c, and upon insertion, the screw broke leaving about 5mm of the screw in the pilot hole. A second bio-composite interference screw of the same lot was opened to be used. The surgeon tapped through the first broken screw fragment in an attempt to secure the fragment however, the second screw broke as well at the same length. 5mm of the second screw was also left in the patient in the same pilot hole. The surgeon decided to create a second incision over the femur and inserted a button to secure fixation instead.